Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was cracked on the right plunger case. Check syringe plunger sensor was found in the event history log (ehl). The reported problem was confirmed at power up; this was due to flippers intermittently get stuck when plunger lever was pressed and released. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced left plunger case, performed calibration on the pump and all the functional tests passed.

Event description:
It was reported that the pump showed check syringe plunger sensor. No patient injury was reported.